Manufacturer narrative:
The insulin pump was received with constant new software release detected. Alarm followed by failure of flash memory alarm, problem isolated to m/b. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant new software release detected. Alarm. The pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 202mg/dl at the time of the incident. The customer states was able to clear alarm with esc/act. The customer did not receive another alarm. The customer tried to do a self test on pump but was not able to navigate the pump. The insulin pump is being replaced and is expected to return for analysis. No further details are given.